Event description:
It was reported the video processor presented no image. The event was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Facility address shortened from "cancer hospital, (B)(6)" to "cancer hospital, (B)(6)" due to restriction on characters allowed.